Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
Reference MDR # 1219856-2009-00489 for the first event involving the same pt. It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The md used the super arrow-flex sheath that was already inserted in the patient's right femoral artery. While inserting the iab into the sheath, it became snagged on the braided sheath, bunched up and would not pass through the sheath. As a result, the md removed the iab from the sheath and then removed the super arrow-flex sheath. The md inserted the "plastic sheath" and then inserted the iab without complications.